Event description:
Per initial engineering visual inspection of the returned 14 fr esheath plus, a liner strand was observed. As reported the field clinical specialist, during a tf tavr with a 26 mm sapien 3 ultra valve in the aortic position via the subclavian/axillary approach, the team introduced the valve into the 14 fr esheath plus and while advancing the commander delivery system resistance was experienced. The valve started expanding the sheath and as the valve transitioned into the vessel through the sheath, the team noticed the difficulty. When the sheath was reviewed under fluoro, one of the tines of the valve was slightly bent causing concern. It was decided to remove the devices. Upon removal it was observed that the sheath seam was "split" and the side of the valve was exposed with a minimal bend to one of the tines. It was speculated that the access vessel needed repair due to the split of the sheath and the valve exposure. The case was aborted, and the patient was extubated with stable vitals and sent to recovery.

Manufacturer narrative:
This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-05377. The device was returned for evaluation. Per initial visual inspection, a liner tear and liner strand were observed on the esheath. The crimped valve was exposed through liner tear and bent struts seen on inflow side of crimped valve. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned for an evaluation. The esheath was visually inspected upon return and the following was observed: crimped valve was exposed through the torn liner, sheath was partially expanded with the distal tip unopened, sheath liner torn with length of approximately 2.0" beginning 3.0" distal of the strain relief, liner strand observed at liner tear and bent valve strut was observed on crimped valve on delivery system. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional inspection was performed, and the following was observed: the commander delivery system flex tip is the largest component advancing through the sheath. An out of specification flex tip outer diameter (od) measurement would contribute to the reported resistance when advancing through the sheath. However, due to the delivery system unable to be fully decontaminated, dimensional measurement for flex tip od was unable to be performed using the laser micrometer. Liner thickness was measured along the liner tear and strand as an out of specification result could be indicative of a manufacturing non-conformance. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed. Inspection of the returned device showed no indication of a manufacturing non-conformance. Review of the device history records, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, "the team introduced the valve into the sheath and while advancing the delivery system resistance was experienced. When the sheath was reviewed under fluoro, one of the tines to the valve was slightly bent causing concern". Evaluation of the returned device show the delivery system and valve exposed through the torn liner of the sheath. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." While limited patient information was provided it's possible that if any of these patient factors were present, they could have led to increased resistance and high push force. As insufficient information was provided, a definitive root cause is unable to be determined at this time. Per evaluation of returned device, the sheath liner was punctured along the sheath shaft and one strand was observed along the tear. As resistance was experienced during delivery system advancement through the sheath, it is possible that the bent valve strut likely caught onto the sheath and tore the liner. In such condition, attempts to further advance the delivery system can cause the valve to further tear the liner, especially if the devices were excessively manipulated. As such, available information suggests that procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment and CAPA was previously initiated to capture further investigation and corrective/preventative activities.